Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was not returned to olympus for inspection. However, a field service engineer was on site and confirmed the reported event (frozen image). Based on the investigation's results, it's likely that the event (image freezing intermittently) occurred due to the wrong connection of the video cable. However, a final root cause could not be determined. The event can be detected and prevented in accordance with the following IFU. Connect the monitor cable as described in section 3.6, ¿connection of the monitor¿. Trace to: evis exera iii video system center olympus cv-190 instructions (chapter 9 troubleshooting_9.2 troubleshooting guide the endoscopic image does not appear on the monitor. _p344). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center image freezes intermittently. The issue occurred during an unspecified diagnostic procedure. There were no reports of patient harm associated with the event.